Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) site was red and inflamed yesterday. The patient had blisters there in the morning. The last recharge was done on (B)(6) 2015. Impedances were taken and were fine. The physician noted that it looked like some type of burn. It was on the surface or top of skin. No cultures were done. The patient's stimulator felt hot at the pocket when the stimulator was turned on and this feeling went away when turned off. The patient had a procedure a week ago. It was unknown what was it, thought epidural. The patient was instructed to keep the stimulator off for a while, was given silvadene ointment, and will check in with the doctor to observe site. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.